Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators, respiratory cylinder/regulator, homefill. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the cylinder was received with two broken pieces present. The toggle valve was received broken off from the main body of the cylinder. The cylinder fill port was also broken off from the main body of the cylinder. The cylinder did not exhibit any dents or bends, but a scuff was present on the body. The homefill compressor was received in relatively good condition. No scratches or damage seemed to be present other than a small dent in the control panel. The oxygen concentrator was received in good condition without any scratches, dents, or other damage. Functional observations- the concentrator was functioning correctly and within specifications. The homefill was able to properly fill a test cylinder and shut off when the cylinder was full. The retuned cylinder was unable to be tested due to the broken fill port. Conclusions - utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the fill port breaking off of the homefill ml9 post valve cylinder. The fill port was received broken off of the cylinder. The complaint that the fill port broke off while the cylinder and home fill were in use was unable to be confirmed. During functional testing with a test cylinder, the broken fill port was not replicated. The root cause of the broken fill port was unable to be determined. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators, respiratory cylinder/regulator, homefill. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the cylinder was received with two broken pieces present. The toggle valve was received broken off from the main body of the cylinder. The cylinder fill port was also broken off from the main body of the cylinder. The cylinder did not exhibit any dents or bends, but a scuff was present on the body. The homefill compressor was received in relatively good condition. No scratches or damage seemed to be present other than a small dent in the control panel. The oxygen concentrator was received in good condition without any scratches, dents, or other damage. Functional observations- the concentrator was functioning correctly and within specifications. The homefill was able to properly fill a test cylinder and shut off when the cylinder was full. The retuned cylinder was unable to be tested due to the broken fill port. Conclusions - utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the fill port breaking off of the homefill ml9 post valve cylinder. The fill port was received broken off of the cylinder. The complaint that the fill port broke off while the cylinder and home fill were in use was unable to be confirmed. During functional testing with a test cylinder, the broken fill port was not replicated. The root cause of the broken fill port was unable to be determined. Dealer states the brass fitting on a homefill tank broke off while it was filling on the homefill unit. The dealer said it dented the compressor and shot 20-30 feet across the room.

Manufacturer narrative:
Unit is awaiting a full evaluation by engineering. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the brass fitting on a homefill tank broke off while it was filling on the homefill unit. The dealer said it dented the compressor and shot 20-30 feet across the room.